Event description:
Accidentally used clear care as a rinse for contact lenses. This happened to me this morning when I was trying to put recently cleaned contact lenses into my eyes. This product was new to me and given to me by my eye doctor as a new way to clean lenses as I have been having reactions to other products as of late. Burn and pain in the right eye, I rinsed and rinsed. It is now 4:49 pm on sunday. Eye still red and irritated. This stuff is bad. This product is not labeled well enough I have been a contact lense wearer for many years and am used to multi purpose type solutions I suppose. Small print on the bottle says red cap means not to put product directly into eye..hmmmmmm. Pt counseling provided: unk. Pt's age: adult (18-64 years). (B)(6).